Manufacturer narrative:
The fse found the holes on the rotor and the stator were not correctly aligned, causing air to be introduced in to the system. The fse changed the rotor and the stator to resolve the issue. Associated mdrs: 2122870-2014-00764; 2122870-2014-00765; 2122870-2014-00766.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (accutni+3) results on the access 2 immunoassay system on (B)(6) 2014. This MDR is associated with the results generated on (B)(6) 2014. On the date noted, the customer initially obtained an elevated result of 2.70 ng/ml (reference range is 0 - 0.04 ng/ml), which upon repeat on the same instrument generated results of 0.15 ng/ml, 0.81 ng/ml, and 0.05 ng/ml. The initial result was reported out of the laboratory and the patient was sent to the emergency room and kept overnight for observation. The customer did not provide any additional information on the status of the patient. The instrument passed system check on (B)(6) 2014. The customer recalibrated the instrument and performed quality control (qc) after elevated results were generated for two patient samples on (B)(6) 2014 were questioned. Calibration and qc results were within the customer's specifications. However, qc levels 1 and 2 were out of range high when compared to peer. System check failed on (B)(6) 2014 with 13.8% coefficient variation (cv) on the washed portion. A second system check also failed due to elevated cv% on the washed portion. A field service engineer (fse) was dispatched to the facility to evaluate the instrument.

Manufacturer narrative:
The customer provided additional patients' results generated on (B)(6) 2014, which will be addressed in MDR 2122870-2014-00851. All associated mdrs: 2122870-2014-00764, 2122870-2014-00765, 2122870-2014-00766, 2122870-2014-00851.